Manufacturer narrative:
Investigation summary: bd received four photos and one video for investigation. The photos and video depict a tube with the hemogard closure off. A total of 100 retained samples were visually inspected, and all had the hemogard closure assembly correctly assembled on the tubes. No issues with cocked stoppers were identified that would affect the hemogard closure assembly application. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues were found with the hemogard closure assembly being loose or separating during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the lid was loose and came off in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.